Event description:
The tech alleged that the foot brake caster was not holding with the brake applied. No pt impact.

Manufacturer narrative:
The tech replaced the foot brake caster to resolve the issue.